Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has the wire kinked at the distal section. Also, the spring tip is kinked. The overall length and outer diameter of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03801. It was reported that blackened wire occurred during ablation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, a 1.50mm rotalink¿ did not crossed a non bsc guide catheter. Thus the 1.25mm rotalink¿ plus was used instead. There was no issue during the first passage and the set operational speed was reached. However, despite the device was not in the target lesion, a strange, loud sound was heard and there was a significant down on the rotation speed. The rotawire was then removed and replaced with another device. When the wire was inspected at outside patient's body, it was noted that there was a kink on the wire at 10 cm from the tip and was blackened. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03801 it was reported that blackened wire occurred during ablation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, a 1.50mm rotalink¿ did not crossed a non bsc guide catheter. Thus the 1.25mm rotalink¿ plus was used instead. There was no issue during the first passage and the set operational speed was reached. However, despite the device was not in the target lesion, a strange, loud sound was heard and there was a significant down on the rotation speed. The rotawire was then removed and replaced with another device. When the wire was inspected at outside patient's body, it was noted that there was a kink on the wire at 10 cm from the tip and was blackened. No patient complications were reported.